Event description:
Voluntary medwatch received states that the patient presented with under-sensing exhibited by the right atrial lead. The reported also stated that the lead remained in service and no adverse patient effects were reported. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report #: mw5152376.